Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels and that the insulin pump alarmed clock monitor frequency error. The customer's blood glucose was 437 mg/dl. The customer treated the high blood glucose with insulin pump therapy. While troubleshooting and looking into the alarm history of the insulin pump, the customer confirmed that the insulin pump had also alarmed external ram crc error and unexpected restart three times. After troubleshooting, the customer was advised that the insulin pump needed to be replaced. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.